Event description:
Customer's father called to report button error and reservoir leak. The blood glucose reading is 401 mg/dl. Treated with manual injections. Button error occurred after the reservoir leak. Insulin leaked in reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.